Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "scar tissue, pain¿ and ¿burning sensation¿, "capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "joint inflammation in the knees", unrelated to the device, "scar tissue, pain¿ and ¿burning sensation.¿ healthcare professional reported left side capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.